Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 3.5x26 mm graftmaster covered stent failed to cross due to the anatomy. There were no adverse patient effects. An unspecified device was used to complete the procedure. No additional information was provided.